Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the batteries no longer hold a charge. The stm replaced the batteries. He also reported that the customer uses their iabp's in an off label program where they charge and discharge the iabps everyday. That is the reason the batteries only last for 3 months and not 3 years. After replacing the batteries the iabp passed all functional and safety tests and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump shutdown after leaving it charging overnight. There was no patient harm, injury or adverse event was reported.